Event description:
It was reported that poor separation occurred after ise with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "the patient this is in reference to is a 60 y/o white male. The blood was drawn in a gold top sst tube, lot #9024657 exp 4-21-2020. I drew a full tube of his blood and it set at least 30 min and then was spun. The gel did not move but there was a small disc of rbcs at the very bottom, and then a big blood clot and then with what might have been ¼ inch of serum at the very top. The blood was respun and a slight more amount of serum accumulated at the top. The serum was pipetted off and placed in the refrigerator. The provider asked us to call the patient back and redraw his blood. 2 more gold top tubes were drawn. Once they were spun the exact same thing happened to both of those tubes. When the first transfer tube of serum was removed from the refrigerator the serum had gelled. The serum was respun and the top 2/3 was removed and placed in anther transport tube. The result all seem to be normal for him. If I can help any more please let me know." 1 of 2 complaints.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor clot formation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting to the customer. The customer has stated that this phenomenon is a usual occurrence for this patient. The description stated is one of excess fibrin. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred after ise with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "the patient this is in reference to is a 60 y/o white male. The blood was drawn in a gold top sst tube, lot #9024657 exp 4-21-2020. I drew a full tube of his blood and it set at least 30 min and then was spun. The gel did not move but there was a small disc of rbcs at the very bottom, and then a big blood clot and then with what might have been ¼ inch of serum at the very top. The blood was respun and a slight more amount of serum accumulated at the top. The serum was pipetted off and placed in the refrigerator. The provider asked us to call the patient back and redraw his blood. 2 more gold top tubes were drawn. Once they were spun the exact same thing happened to both of those tubes. When the first transfer tube of serum was removed from the refrigerator the serum had gelled. The serum was respun and the top 2/3 was removed and placed in anther transport tube. The result all seem to be normal for him. If I can help any more please let me know." 1 of 2 complaints.